Event description:
The report received from the (B)(4) study indicated that the patient had a precise 10 x 20 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was symptomatic for the index procedure. The target lesion was reported to be: a 90% stenosis, 10 mm. Length, moderately calcified, mildly tortuous, and ulcerated. The residual stenosis was 10%. Approximately fifty-seven days after the index procedure, the patient had a repeat carotid revascularization involving a stent implantation covering two target lesions: the ostial rica and the bifurcation of the right common carotid artery. The event was reported to be related to the index procedure and not related to a cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15314642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot.

Manufacturer narrative:
Complaint conclusion: approximately fifty-seven days after the index procedure, the patient had a repeat carotid revascularization involving a stent implantation covering two target lesions: the ostial rica and the bifurcation of the right common carotid artery. The event was reported to be related to the index procedure and not related to a cordis product. The report received from the sapphire study indicated that the patient had a precise 10 x 20 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was symptomatic for the index procedure. The target lesion was reported to be: a 90% stenosis, 10 mm. Length, moderately calcified, mildly tortuous, and ulcerated. The residual stenosis was 10%. The patient's medical history includes: hyperlipidemia, smoking, coronary artery disease, coronary percutaneous revascularization and hypertension with additional high risk criteria of contralateral carotid occlusion, previous cea recurrent stenosis and age (B)(6). The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15314642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.